Event description:
It was reported that the external pulse generator was intermittently failing the self-test, freezing with 2 green light-emitting-diodes and no display. It was noted that the battery voltage was 7.04 volts. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).